Manufacturer narrative:
Due to character limit in e1 event site name is new york presbyterian hosp-columbiaa supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) ¿not working malfunction¿ however, fault code # 40 & 42 recorded multiple times in the logs. No patient involvement.

Event description:
It was reported by customer that the cardiosave intra-aortic balloon pump (iabp) ¿not working malfunction¿ however, fault code # 40 & 42 recorded multiple times in the logs. No patient involvement.

Manufacturer narrative:
Updated filed: b4, b5, g3, g6, h2, h6 (type of investigation, investigation findings and investigation conclusions) and h11. A getinge field service engineer (fse) was dispatched to evaluate the unit. The (fse) reported that they were unable to reproduce the issue, but did see fault code #40 (the print buffer is full) fault code # 42 (printer buffer stack is full). A system restart resolved the issue. The unit passed all functional and safety tests and was returned to customer.

Manufacturer narrative:
After further review, an initial emdr for this complaint was incorrectly submitted. This is a non-reportable event, making it non-reportable to the FDA. As a result, no follow up emdr is necessary. Please cancel in your database.